Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, device was prepped and versacross connect was used for transeptal. After mapping with the octoray the valve on the sheath began to leak and only got worse throughout the case. The fluid is leaking from the valve. No air in the patient. Fluid was dripping from the valve. The sheath was replaced and the procedure was completed. No patient complications were reported. Device was received for analysis and investigation is still in progress.